Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to pelvic organ prolapsed and stress urinary incontinence. Following insertion the patient experienced pain, infection and urinary problems. It was reported that on (B)(6) 2003 the patient underwent mesh revision by the implanting surgeon due to loosened sling.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent concurrent total vaginal hysterectomy and cystoscopy procedures.